Event description:
The dealer states that the consumer took the chair out of the trunk of their car and plugged the batteries in to operate the chair. The battery box allegedly started smoking and melted the battery box. No injury alleged or reported.